Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all required bench testing without duplicating the customer's report. An internal inspection found no discrepancies. The customer's cable accessories were not returned for evaluation. A review of the device log did not show evidence of the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.